Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that toward the middle and end of last month, her blood glucose was 300 mg/dl and 255 mg/dl. Customer stated that she hasn't changed her diet. Customer stated that she put in fresh insulin. Customer stated that it seems like she cannot get enough insulin. Customer's blood glucose was 477 mg/dl this morning. Customer's blood glucose went down to 162 mg/dl and then it went back up to 272 mg/dl two hours later. Customer has been messing with changing the basal rate. Customer just changed the set and reservoir this morning. Customer treated with the pump. Customer had symptoms of high blood glucose such as her fingers and hands going numb and tingling. Customer had no delivery alarms in the alarm history. Customer will be sent a tubing clamp and was advised to call back to continue troubleshooting. Customer was also advised to do a complete set change. Customer mentioned that she just got over a cold that ran for a period of 4 weeks.